Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the unit and found that the mouse and keyboard of the rack were plugged into the icron unit by user facility personnel. The icron unit is not compatible with the rack, subsequently causing the reported event. To resolve the issue, the technician switched the connection from icron to the system's usb converter. The unit was tested, confirmed to be operating according to specification, and returned to service. The hexavue custom room rack operator manual states, "make sure the usb cables for the touch panel, mouse, and keyboard are connected to the front of the usb converter. The green lights beside each port should be flashing." While onsite the technician counseled user facility personnel on the proper use and operation of the rack, specifically on ensuring the mouse and keyboard are properly connected to the unit. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the touch panel to their hexavue custom room rack was not working properly. The procedure was completed successfully following a short delay. No report of injury.